Manufacturer narrative:
Analysis found that the customer's complaint was confirmed. The pcb was defective/corrupt. The wave springs were worn. The pcb and wave spring washer was replaced. The device was successfully tested according to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A bio-technician reported that during a surgery the surgeon had the impression that the interface was not functioning properly. As a test they changed it with a second interface (backup device) and everything started working correctly. For this reason they know the interface was ¿broken¿. There was no patient impact.